Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 270 mg/dl. The customer had tried different cannula lengths, rotated sites, and the insulin was not expired or denatured and the tubing not bent or kinked. The customer stated she had tried all remedies and declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.